Manufacturer narrative:
The adverse event term was updated to coronary artery plaque shift. The investigator assessed the event as probably related to the index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx drug eluting stents were implanted in the lad to treat a bifurcation lesion. On the same day, when stenting the target lesion in the main artery (mid lad), the patient suffered a plaque shift into the branch, 1st diagonal. The event was treated with medtronic stent and kissing balloon intervention. The investigator assessed that the event is not related to antiplatelet medication, but has a causal relationship to the index device. Event is resolved.

Manufacturer narrative:
During the index procedure, one resolute onyx des was implanted for target lesion treatment, and not two as previously reported. If information is provided in the future, a supplemental report will be issued.